Event description:
It was reported in a summary article that evaluated the impacts of neonates who underwent patent ductus arteriosus (pda) stenting for ductal-dependent pulmonary blood flow which reviewed the anticoagulation strategy, stent type, and pulmonary artery (pa) jailing on unplanned reintervention rates and pa growth. A total of 118 neonates successfully underwent pda stenting with either a multi-link vision stent or a xience stent. Of these, 116 had unplanned reintervention due to cyanosis secondary to in-stent stenosis of the previously placed pda stent. Additionally, 11 patients died during the follow-up period. Additional information can be found in the summary article, "neonatal pda stent considerations: retrospective review of anticoagulation, stent type, and pa jailing" the date of the stent implantation has been estimated to be 03/01/2014 as this is it was reported in the summary article that stenting took place between 03/2014 and 05/2024. The date of intervention and death have been estimated to be 03/01/2015 the summary article evaluated 1 year post stenting impacts.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed, and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The reported patient effects of death is listed in the xience v everolimus eluting coronary stent system (eecss), instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and their relationship to the product, if any, cannot be determined; however, the reported treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. B2, b3: estimated date d4- the UDI is not known as the part and lot number were not provided. D6a- estimated date the additional device and additional patient adverse effects referenced in b5 are filed under separate medwatch report number.